Event description:
System "d color" button intermittently unresponsive. On one occasion doctor was unable to diagnose a severe fetal anomaly (av canal defect) without color and the pt had to undergo an add'l scan to complete the examination.